Manufacturer narrative:
Product not returned.

Event description:
It was reported that a patient presented to the emergency department after receiving inappropriate shock. Upon interrogation of the device, the inappropriate therapy was confirmed to be caused by oversensing. The device was reprogrammed. Patient was doing well before the inappropriate therapy and after the device was reprogrammed. The patient will be followed normally.